Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received regarding a patient who was receiving baclofen (dose of 985mcg/day, unknown concentration) via an implantable infusion pump for intractable spasticity. It was reported that on (B)(6) 2016 the patient had a catheter and pump revision. No other information was provided.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.